Event description:
Physio-control was performing an evaluation of a device returned on recall (B) (4). A review of the device's data download shows fault codes indicating a critical failure. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device at the failure analysis center and observed that the fault codes were logged in the memory due to an electrically out of specification capacitor, c157, from the analog pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
After an additional investigation, the cause of the reported issue was determined to be due to process residue on or around a capacitor from the analog pcb assembly, designator c157 which led to excessive leakage current.